Event description:
When attempting to place accucath on patient, this writer noted that accucath needle within the internal housing was bent, making retracting guidewire and the "safety" retracking button of the needle not possible. Discovery found while inspection of equipment prior to insertion. Patient was not stuck with damaged equipment.